Event description:
A customer contacted beckman coulter inc. (Bec) in regards to obtaining an erroneously high prostate specific antigen (psa) result of 3.59 ng/ml generated on the unicel dxc 600i synchron access clinical system. Upon repeat the result was 0.7 ng/ml. The customer did not report the incorrect result out of the laboratory. All psa results are run in duplicate. No death, injury, or affect to patient treatment was associated to this event.

Manufacturer narrative:
Customer indicated that at the time of the incorrect results, quality control (qc) had been acceptable. No patient printouts or calibration or quality control data were provided. The customer also stated service has visited recently and performed access 2 repairs. A bec field service engineer (fse) was dispatched on (B)(4) 2012 and found that there had been an overflow from the wash or autogloss station. The fse wiped up the wet areas and emptied the overflow container. The fse also performed repairs on the piercing probe peripump tubings which resolved the issue. The fse stated that the fittings may not have been completely tight. No injury or operator exposure was noted.